Event description:
Early 2009, a baxter clinical representative called on the customer's behalf to report, "the facility converted to clearlink in august and they have an elevation in blood stream infections". The actual product codes, lot numbers, and how many patients were affected were unknown at the time of the report. No additional information was provided about the patients or availability of samples at the time of the initial report. Additional information was provided on 01/23/2009, by the baxter sales representative. The facility switched to clear link 2008, and noted an increase in the number of bloodstream infections three months later. Additional in-servicing was provided at the facility and an improvement was noted approx three months later. The product (lot number unknown) was being used on peripherally inserted central catheters (PICC lines). The facility decided that this device would no longer be used on PICC lines. The baxter representative went to the facility on 01/22/2009, and met with the director of nursing education, infection control, and an access specialist. The decision was made to provide additional in-servicing to the nursing staff on 01/29/09, 01/30/09, and 01/31/09. According to the baxter representative, the facility has checked with other hospitals using this product and they have not noted any problems. The facility feels the problem is due to use of the product and more staff in-servicing would be implemented. No actual or companion samples are available for evaluation. On 02/10/2009, the following additional information was received from the baxter representative and baxter clinical programs manager: 6 blood stream infections (bsi) were noted in event month. The original inservicing was unit to unit around the clock starting the same month and completed the inservice and follow up on the morning of six days later. The facility's education staff conducted their own education in december. The facility has switched from interlink to clearlink. Since the blood stream infections (bsi), they have been using posiflow, which was new for the hospital with the implementation of power solo PICC's. This complaint is one of incidents at this facility for this issue and is related to another complaint.

Manufacturer narrative:
Neither actual or companion samples were provided for evaluation.